Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply. Customer reported no physical damage to the outside of the alarm. Customer did not know the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue that there is no power. Evaluation revealed the unit did not power up with batteries. The low battery indicator cannot be tested, due to the rust on the springs. The unit does power on with a 9v adapter and passes functional tests. However, there is debris and corrosion on the flat contacts. There is also, debris inside the battery compartment. The battery springs are rusted and the red ribbon has been cut off. The unit battery door is missing and there are scuff marks on the face of the alarm. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire, or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).